Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that they weren't feeling the stimulation that much and they checked their programmer and it said they needed to see their doctor's office. The patient stated they hadn't been able to get in to see a pcp or urogynecologist yet since they moved. Patient services asked the patient if the message they were seeing was a power on reset or a por message and the patient stated the weren't sure, so they attempted to connect to their ins using their 3037 programmer and antenna. Initially the patient was getting the poor communication screen but after repositioning, they received the same message they'd seen before, and it was confirmed that it was a por with a picture of a doctor with a phone on it that the patient had seen. Patient services reviewed the meaning of the por and reviewed battery longevity considerations given the age of their ins. The patient stated that they hadn't really had any symptoms to note, explaining their symptoms had pretty much disappeared since they were first implanted other than they still had urgency.  And now, they weren't having incontinence like they used to at this phase in their life and they didn't really need the therapy as much. The patient stated that could all change however with their not feeling stimulation as much, the occurrence of the por message and potential end of life for the battery. The patient stated they noticed they weren't feeling the stimulation as much in (B)(6) 2023. The patient was redirected to follow up with a health care provider (hcp) to further address the issue and to check the implanted system. The patient also requested physician listings for their new area so patient services sent the patient physician listings and sent an email to device registration with the patient's updated address. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what the cause of the por was they stated that it was unknown as of that time, however a manufacturing representative had mostly thought it was due to the age of the battery. When asked what steps would be taken to resolve the issue they stated that they were seeing a uro-gynecologist in early november. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.